Manufacturer narrative:
The reported event of the merlin 2 programmer being unable to interrogate the implanted device was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. The implanted device was performing per design.

Event description:
During an initial implant procedure on 04 nov 2025 of an implantable cardioverter defibrillator (ICD), it was noted that the ICD could not be interrogated via bluetooth (ble) telemetry. All nearby ble devices were switched off to ensure there was no interference, but this did not alleviate the issue. The ICD was not used, and a new ICD was successfully implanted. The patient was stable throughout the procedure.